Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during the surgery of rotator cuff repair, the electrode had the short circuit issue as the photo shows. Another device was used to complete the surgery. The device was received and evaluated. Visual inspection revealed that the electrode cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation and burn appearance. Due to the condition of the electrode, the functional test can not be performed. The device was sent to the manufacturer for further analysis. The vapr s90 4.0mm w/integr hdp -ea was evaluated by the supplier with the following results: device was not returned in the original packaging. The distal tip is in a used condition. The plastic manifold has been damaged. Residue in suction tube. No visible damage to handle, cable or plug. The electrical test was performed, all parameters passed except the hipot active-return. The functional test was performed, vapr vue generator (gml4854/2) was used. The activation test failed showing the output short error. Manufacturer summary: we can confirm this complaint. The customer report stated that the device could not coagulate. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Based on the charred and burnt section of the manifold seen the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through a CAPA. DHR review has been performed for lot u1911019; no issues (ncrs or deviations) with the manufacturing process have been indicated in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the vapr s90 4.0mm w/integr hdp device would not coagulate. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.